Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead exhibited increased capture threshold that resulted in loss of capture. X-rays taken showed the right ventricular lead with a loss of slack suggesting a micro dislodgement. While attempting to reposition the right ventricular lead, there was resistance moving the helix. The right ventricular lead was successfully repositioned. No patient consequences were reported before, during, or after the surgery.